Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she had both left and right knee replacements on (B)(6) 2005. She started experiencing pain in both knees on or about (B)(6) 2008. She is experiencing pain and swelling of both legs from the knees down to her feet.

Event description:
Patient called and stated that she had both left and right knee replacements on (B)(6) 2005. She started experiencing pain in both knees on or about (B)(6) of 2008. She is experiencing pain and swelling of both legs from the knees down to her feet.

Manufacturer narrative:
The following devices were also listed in this report: unknown #7 tibia; cat# unknown; lot# unknown. Unknown #5 offset patella; cat# unknown; lot# unknown. Unknown #9 femur cr right; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an unknown implant knee insert was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. The available medical records were provided for clinician review. Clinician review was rejected by the clinician stating - no confirmation of event, need additional post op progress notes. A review of the device history records could not be performed as no lot information was provided. Complaint history review: not performed as lot information was not provided. It was reported that the patient was experiencing pain in her right knee after primary knee arthroplasty. She also experienced swelling from the knees down to her feet. The exact cause of the reported pain could not be determined based on the information provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The clinician review for the available medical records and x-rays was performed and the information was deemed insufficient for event confirmation. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Manufacturer narrative:
An event regarding pain involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: the available medical records were provided for clinician review. Clinician review was rejected by the clinician stating - no confirmation of event, need additional post op progress notes. Additional records received were provided to consulting clinician for a review which was rejected stating - no confirmation of the reported pain, need patient histopathology reports, serial x-rays and office/clinical notes. Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient was experiencing pain in her right knee after primary knee arthroplasty. She also experienced swelling from the knees down to her feet. The clinician review for the available medical records and x-rays was performed and the information was deemed insufficient for event confirmation. The exact cause of the reported pain could not be determined based on the information provided. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
Patient called and stated that she had both left and right knee replacements on (B)(6) 2005. She started experiencing pain in both knees on or about (B)(6) of 2008. She is experiencing pain and swelling of both legs from the knees down to her feet.